Event description:
The customer reported that the device seal plate became detached from the jaw but was stuck to tissue. The tissue was separated from the seal plate and another instrument was used to complete the surgery without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.